Event description:
I used a cool sculpting machine and developed painful, burning, tingling skin. It developed into pah and I needed liposuction to correct it. Allergan refuses to reimburse me for the liposuction although their representative told me that they would.